Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was hospitalized on (B)(6), 2025, at kliniken ostalb due to elevated blood glucose levels exceeding 400 mg/dl. The pod had been worn on the leg for approximately 37 to 48 hours prior to admission. The pod was changed at the hospital and no additional insulin was administered via injection or alternative infusion method. The patient did not receive any other medications during this period. Target glucose values were adjusted slightly prior to the patient's discharge on (B)(6), 2025.